Event description:
On (B)(6), 2010 the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was prompting the battery icon symbol. The medical surveillance specialist (mss) spoke to the patient on (B)(6), 2010 and verified/obtained the following information. The patient reported the alleged issue began on the morning of (B)(6), 2010 between 730am and 8:00am. The patient indicated she manages her diabetes with levemir (30 units before each meal and 60 units before bedtime) and novolog (sliding scale) insulins. The patient continued administering her usual dose of insulins before breakfast and before having lunch at around 12:30pm. Approximately 6 hours after the alleged issue began, the patient claimed she was feeling shaky, hot, weak, and developed blurry vision; which she associated as low blood sugar symptoms. As a result of the alleged symptoms, between 1:30pm and 2:00pm that day, the patient stated she ate a candy and drank (B)(6) and felt better afterwards. The patient denied testing on any other blood glucose device at the time of the alleged issue. At the time of troubleshooting, the cca verified the battery needed replacement; however the patient did not have a new battery available. The patient informed the cca that there was no misuse of the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
It was reported that an angio-seal was selected for use in the right femoral arteriotomy. Two days later, the patient experienced a hematoma and surgery was performed. Seven days later, CT scan was performed to diagnose the bleed and an internal infiltration in the ileo-psosas muscle was found. Later at an unk date, the patient expired. The patient's death was not correlated to the angio-seal device.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.